Event description:
The patient reported experiencing severe recession on the lower teeth. Per orthodontist, patient has poor hygiene in the lower 2-2, displays gum recession on the lower 1-1, hypo divergent, and labial frenum attached to the lower. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.